Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 3 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).

Event description:
A nurse (rn) contacted (B)(4) to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 3. The technical service representative (tsr) assisted the rn with troubleshooting. The rn confirmed there was no leak or disconnect and there was nothing unusual noted with any of the supplies. The tsr further instructed the rn to clear the error and advised se 2240 indicates a large amount of air has entered setup. The rn stated he would notify the peritoneal dialysis nurse of the alarm and elected the end therapy. The tsr reviewed proper procedures per the user manual with the rn. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; the rn elected to end therapy. The sample was discarded. Should any additional information become available, a follow-up report will be submitted.